Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. The customer¿s current blood glucose value was 458 mg/dl. The customer did not experience any symptoms of high blood glucose value. Customer also reported insulin flow block alarm. It was unknown that auto mode feature was active or not at time of event. Infusion set had a bent cannula. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Trouble shooting was not performed and the customer will continue to use the device.